Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 260mg/dl with nausea, associated with loss of prime reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred with the same cartridge two or more times. The reported blood glucose excursion does not meet the criteria of a serious injury; and the loss of prime malfunction is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Event description:
It was reported that the pump emitted multiple loss of prime warnings while the same cartridge was in use.